Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the lid of the customer's device would not open lid when the on/off button was pushed. The device would therefore not power on, and not start any voice prompts. The device had the charge-pak, attention and service wrench icons in its readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported issue. It was observed though that the device's lid had a small amount of flash that caused the lid not to open without pressing harder than normal on the on/off button. The on/off lid latch and the lid latch bar had tool marks as if the customer pried the lid open. The device did charge and shock defibrillation energy. UDI - (B)(4).